Event description:
Event description cpi received information that a implantable cardioverter defibrillator (ICD) and bipolar endocardial lead system delivered inappropriate shocks. The rate sense lead for the system was found to have an insulation break, and was causing oversensing and inappropriate shocks. The lead was replaced, and the physician electively replaced the ICD at the same time. Note: report of this information was made over one year after event occurred.